Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of two devices opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. The visual inspection of the device labeled one noted a broken needle in one of the needle receptacles. Witness marks from the needle tip impacting the beveled wall surrounding the needle receptacle were noted on the opposite side from the broken needle. The handle was broken. These investigation findings were attributed to misuse of the product. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
According to the reporter, there was no information available regarding this device. There was no patient injury or hazard.